Manufacturer narrative:
The report of ¿ineffective therapy¿ was not able to be confirmed. Analysis of the returned ipg found it was inoperable due to the device entering the service application state. The service application condition was a result of the explant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The event details stated the patient had system explanted after not using system for several months without any change in their pain symptoms. The patient also reported pain at the ipg site. A visual inspection of the ipg did not identify any anomalies that would attribute to this complaint. It was stated that the patient was considering removal due to pain at the ipg site due to the location of the ipg.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads, however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000050757.

Event description:
Related manufacturer reference number: 3006705815-2024-00089. It was reported that the patient experienced ineffective therapy. Additionally, the patient experienced pain at the ipg site due to becoming pregnant. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. It is unknown which lead caused ineffective therapy.